Event description:
Patient having tonsillectomy and adenoidectomy when the coblator cable (procise max with integrated cable from smith and nephew lot# 1136499) rubber started melting. The cable was immediately taken out from the sterile field with the coblator machine sequestered. The manufacturer was notified. The hospital has not received follow up.